Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, the keypad cover was found to be torn at the ok keypad button, but all keypad buttons responded normally to button presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 10/24/2015.